Event description:
It was reported the pump touchscreen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.